Event description:
When using masimo pulse ox for nocturnal studies, the download time for the results has increased to over 45 min and causes the computer to time out before test is able to be printed. This has delayed the results getting to the chart of the patients. No patient had any adverse effect from this issue.

Manufacturer narrative:
The following elements have blank data.

Event description:
The massimo pulse ox is used for nocturnal studies, the download time for the results has increased to approximately 45 minutes. It causes the computer to time out before the test is able to be printed. This impacts pt care -the study may not continue for the entire time due to need for long download timeframe.